Event description:
A facility reported wound infection and mishandling of hakim valve (ID 823148). No further information has been provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (B)(4). Was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found, all finished goods test results, including endotoxin satisfactorily met the requirements. The root cause of the reported issue could not be determined. However, a possible root cause for the ¿wound infection,¿ reported by the customer, could be linked to the patient and hospital surroundings. A possible root cause for the ¿mishandling of shunt.¿ could be due to user¿s error, as noted in the instruction for use (IFU). Silicone has a low cut/tear resistance. However, it was not possible to confirm and identify the root cause of these assumptions as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.